Event description:
Medtronic received information that a 29 mm edwards perimount valve was explanted following implant due to elevated gradients across the valve. Peak gradients measured 70 mmhg. Patient's relevant medical history includes previous tetralogy of fallot repair. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).